Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported, "it powers up but x-rays do not pass." The system was unable to make x-ray exposures. There is no report of patient injury or death.